Event description:
The customer called to report that the paramedics were called to her home due to a blood glucose reading of 23 mg/dl. The customer stated that the sensor glucose reading was reading 100 mg/dl at the time of the event. Troubleshooting was performed, and found that the customer may not have been calibrating the sensor properly. Advised the customer of proper calibration times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.